Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that during the revision on 31 aug the lead was retested to check impedance and they were normal. The lead connection with the ipg was not good. The lead was left implanted and only the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-23953. It was reported patient suffered fall and having ineffective therapy. Diagnostics confirmed patient had high impedances. Programming was unable to resolve the issue. Surgical intervention may take place later to address the issue.